Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 02/23/2016 for investigation. Investigation results as follows: review of the device history record showed no related complaints for this device. There was no physical damage found during visual review. The archive data was reviewed and found multiple user advisory 29 (loss of brake connectivity) on 02/09/2016, confirming the reported event. Functional testing failed due to user advisory 29 displayed upon powering on the device. Upon further investigation it was observed that the power distribution board (pdb) was defective which resulted in the ua 29. To remedy the issue the pdb was replaced. The device passed run-in test and final functional test.

Event description:
It was reported that during routine check the autopulse platform (s/n (B)(4)) displayed user advisory 29 (loss of brake connectivity) and user advisory (us) 45 (not at "home" position after power-on/restart) error messages. The customer was able to clear ua 45, however they were unable to clear ua 29. No patient involved during this event. No additional information was provided.